Event description:
Report received from (B)(6) the device required svc due to damaged bearings and corrosion. It is known that the event did not occur during surgery; however, it is unk if there was pt/user injury, surgical delay or medical intervention related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).